Event description:
It is reported that the pt was revised due to a failed uni-knee. The femoral and tibial components had minimal bone ingrowth.

Manufacturer narrative:
Eval summary: review of the surgical reports provided indicates surgical technique was followed. No x-rays were received, showing that the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.